Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm -2 hip femoral head; pinnacle mtl ins neut36idx56od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle mom implant on his right side on or about (B)(6) 2007. Patient was implanted with a depuy pinnacle mom implant on his left side on or about (B)(6) 2007. Patient has suffered significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has, or is at risk for, metal toxicity from this implant, and needs ongoing care and treatment. Doi: (B)(6) 2007 - dor: none reported (left hip).